Manufacturer narrative:
Returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the whole device. Microscopic examination revealed that the tip is damaged. There is a longitudinal tear in the balloon 4mm from the tip and approximately 4.5mm long. There is blood present in the hub, inflation lumen, guidewire lumen, and balloon. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty. Age at time of event: 18 years or older.

Event description:
Reportable based on device analysis completed on 22-jan-2019. It was reported that crossing difficulties were encountered. The target lesion was located in a left anterior descending (lad) artery. A 2.25mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, due to severe stenosis it failed to cross the lesion. The procedure was completed with another of different device. No patient complications were reported. However, returned device analysis revealed longitudinal tear on ballloon.